Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced pain after trying to magnetize a screwdriver and was worried that this may have caused the device to not work properly. The boston scientific technical services (ts) referred the patient to the physician. To date, the device remains in service. No adverse patient effects were reported.